Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for normal menstruation (frequency, lot number, expiration date unspecified). After an unspecified duration, she noticed the tampon got stuck in body. The action taken with the device and the outcome of the event were unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received and no lot number was provided. Without a valid lot number, the device history record and lot trending cannot be reviewed. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.